Manufacturer narrative:
(B)(4). Corrections: on the initial medwatch report, an incorrect statement was made referencing the proglide IFU. The correct reference should have been: the starclose se instructions for use states, do not deploy the clip in areas of calcified plaque. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The starclose se device was deployed in a mildly calcified artery. The instructions for use states, do not deploy the clip in areas of calcified plaque. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic heart catheterization. Reportedly, the clip did not achieve hemostasis. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: estimated date of occurrence, exact date was not reported. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.